Event description:
It was reported that while performing a paroxysmal atrial fibrillation (afib) procedure, the lasso 2515 nav eco variable catheter got entrapped in the mitral valve and required the patient to have it surgically removed. The patient was then in stable condition. Upon request, the bwi field representative provided additional information on the event. At the beginning of left atrial mapping, the physician advanced the lasso 2515 nav eco variable catheter anterior and into the left ventricle. Clocking the catheter caused it to become caught in the chordae tendineae of the mitral valve. Counter clocking the catheter was unsuccessful in removing it from the chordae tendeneae. The electrophysiology attending physicians also attempted to remove the catheter, but the distal tip remained caught. An intracardiac echo and tee were utilized to confirm location of the catheter and visualize the entanglement. After extensive attempts were made to remove the catheter, cardiac surgeons were consulted and the patient was sent to the or. The catheter was surgically removed from the mitral valve. This event required extended hospitalization. None of the catheters used were reprocessed. The latest update on the patient was that she was recovering well, sitting up and talking.

Manufacturer narrative:
Carto 3 system; model #: m-4800-01; serial #: (B)(4). Stockert 70 system; model #: m-5463-01; serial #: (B)(4). Cool flow pump,u.s. Ship kit; model #: m-5491-02; serial #: (B)(4). Thermocool sf navigational catheter; model #: d-1315-02-s; lot# 15616923l. Product to be returned to be analyzed. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis.the device history record (DHR) that corresponds to manufacturing samples is not available. The DHR review can not be performed.(B)(4).